Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their pacing lead was rubbing so much that it caused a clavicle break. The lead remains in use. No further patient complications have been reported as a result of this event.